Event description:
The pt was admitted for a procedure in early 2009, with a lesion in the right coronary artery. The lesion was de novo and heavily calcified with 75% stenosis. The vessel was slightly tortuous. A guiding catheter (non cordis product) canulated the vessel and a guidewire (non cordis product) crossed the lesion. The lesion was pre-dilated and a 2.5 x 23mm cypher stent was delivered, however, it would not cross the lesion. Therefore, the physician removed the stent delivery system into the guiding catheter, but he felt the stent become caught at the tip of the guiding catheter; however, it was pulled back into the guiding catheter and removed from the pt. There was no flare visually observed on the stent at the time. Then the lesion was pre-dilated again and the cypher was re-delivered, however, it still would not cross. The physician tried to remove the cypher to conduct pre-dilation again, but it became stuck with the tip of the guiding catheter. The physician noticed, under coronary angiography, that the stent was misaligned from the distal end, around 2mm. The entire system, including the guiding catheter , was retrieved to avoid stent dislodgement, but the physician found that the stent was not mounted on the balloon when the system was removed from the pt's body. The stent was found at the tip of the sheath, in the right brachial artery, through the guidewire. Therefore, the physician used a gooseneck snare to retrieve the dislodged stent. However, he was unsuccessful because the proximal end of the stent was flared. The stent was retrieved with the sheath; by thrust to the sheath, holding it with the snare. The procedure was completed with 2 bare metal stents and a cypher stent. The physician commented that the reason for the delivery failure was because the calcified area was not dilated enough, due to the size of the pre-dilation balloon. The stent flared because it became caught with the tip of the guiding catheter, as the guiding catheter could not be inserted, further the tip was pointed obliquely downward due to the stenosis at the ostium of the right coronary. To avoid the risk of the stent dislodgement, the stent was retrieved with the entire system, but the flared stent at the proximal end became caught at the tip of the sheath and the stent dislodged.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.